Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: controller d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sept-2024 / serial#: (B)(6) h4: mfg date: 27-sept-2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: two (2) controllers (B)(6) were returned for evaluation. Pump (B)(6) was not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Internal visual inspection did not find any anomalies. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing of the controller revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6)2024 at 07:47:12 and at 12:17:29, indicating an issue with the internal battery. As a result, the reported controller fault alarm event was confirmed. Log files also revealed that the controller was in use for more than two (2) years. Additionally, review of the alarm log file revealed three (3) vad disconnect alarms logged on (B)(6) 2024 at 12:29:45, 12:36:08, and 12:38:14, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) indicated that (B)(6) was the back up controller used during the reported controller exchange. Review of the event file revealed a controller power-up event on 16/aug/2024 at 12:11:26 followed by initial set up of the controller. Review of the data file revealed a data point at 12:34:31 which indicates that the dvsa (disable "vad stop" alarm) method was enabled while the pump was disconnected. Based on the available log files, the reported vad not starting event could not be confirmed since there was no evidence of the pump driveline being connected to the controller. Of note, if a controller is programmed by the dvsa (disable "vad stop" alarm) method, the start vad button must be pressed on the monitor or power sources must be disconnected from the controller then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and w ill remain in a disabled mode. Information received from the site indicated that the controller was not powered down before connecting the pump and the vad start button on the monitor was not pressed. Therefore, use of the dvsa method likely corresponds with the r reported vad not powering on event. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Additional products: product ID 1420-controller- serial # (B)(6) h3: yes d9: yes, return date: 2024-08-22 product ID 1420-controller- serial # (B)(6) h3: yes d9: yes, return date: 2024-08-22 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm. A controller exchange was performed while using a controller ac adapter, but the ventricular assist device (vad) did not restart. The controller was exchanged for another controller with alternative software and the pump restarted. The patient tolerated the exchanges with stable vital signs. It was noted that the vad may have been in manual restart mode because the first controller used for the exchange was not powered down after programming and the vad start button on the monitor was not pressed. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2021 / serial #: (B)(6). D9: no h3: no h4: mfg date: 10-jun-2020 h5: no d1: heartware ventricular assist system ¿ controller d4: model #: / catalog #: / expiration date: / serial #: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.